Manufacturer narrative:
(B)(4). Date of event: only event year known: 2019. Batch # r9236j. Device analysis: the analysis results found that the el5ml device was returned with no damage in the external components and a plastic bag with 1 clip partially formed and 1 unformed. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 3 conforming clips. Upon testing, the jaws open and close without any difficulties. In addition, the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. A manufacturing record evaluation was performed for the finished device lot number r40291, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number r9236j, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, jammed upon firing.